Event description:
Olympus was informed that during a colonoscopy with polypectomy procedure, the unit was turned on with an initial setting of 15 watts, but would not cut. The power was increased to 20 watts and then to 25 watts. It was noted that the mucosa around the polyp area started changing from a white to a gray color, as if the heat was spreading in the mucosa. The pt started to complain about feeling pain in the right hip where the non olympus plate was located. The polypectomy could not be performed after three attempts. The physician replaced the electrosurgical unit with their own psd-10 unit. The intended polypectomy procedure was completed successfully. Olympus followed up with the user facility and it was reported that the pt reported numbness in the right hip area. It was stated that the pt was given cipro 500 mg and discharged the dame day in stable condition.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If new info is received at a later time this report will be updated.